Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and unable to recover. The customer stated that the malfunction may cause a delay in dispensing the medications to the patient as the user was not able to remove meds from the station. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and unable to recover. A field service engineer remotely assisted the customer to eject the cubie and resolved the issue. The fse logged into the hardware test application and confirmed all functionality was normal. The system functioned as intended after the field service engineer troubleshot the device.